Event description:
Enduser advised wires in hand pendant pulled out and caused lift to stop working. Enduser advised have it taped up. Enduser advised model number is rps450. Serial number not coming up in the system. Enduser could not provide any further information.